Event description:
One pt sample with discrepant bicarbonate results. Initial result gave 38 mmol/l; sample repeated twice giving 25 mmol/l each time. Erroneous result was not reported. The field service rep found a hole in the water dispense tubing causing a nozzle on the rinse station to drip into the cells. The tubing was replaced.